Event description:
It was reported that approximately one week post vena cava filter deployment, the patient presented with back pain and the filter was found to have distally migrated and tilted with the hook embedded in the caval wall and several limbs were extending beyond the confines of the ivc wall. A filter retrieval procedure was performed; however, despite multiple attempts made using multiple devices, the filter was unable to be retrieved. Approximately one year and ten months post filter deployment, a second filter retrieval procedure was performed and the detached limb was successfully retrieved. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned. Medical records were provided and reviewed. Bard eclipse filter was deployed with its tip at the inferior aspect of the inflow from the lowest (right) renal vein for a patient with factor viii hypercoagulability. Following deployment, a repeat cavogram was performed from the delivery sheath to document appropriate position. Spot images of the filter were obtained. There were no immediate complications. Approximately, one week of post deployment, attempted inferior vena cava filter removal was performed which showed through the right internal jugular vein approach, a microcatheter was placed through which a working wire was delivered and carried down into the inferior vena cava to just above the filter. Contrast was injected through the sheath confirming the location and position of the optional filter was in the inferior vena cava. Routine maneuvers were then utilized to engage the hook portion of the intracaval filter. These were unsuccessful. Intravascular snare and a trefoil snare were utilized and were unsuccessful. An angioplasty balloon catheter was used in an attempt to dislodge the filter from the filter hook tip from the lateral wall and this was also unsuccessful. Several different catheter types including a shepherd's crook, a pigtail tip deflecting guidewire were utilized to engage the superior throat of the filter. Ultimately a pigtail catheter with a tip deflecting wire was successful in accomplishing this task and the tip deflecting wire was able to close the pigtail portion around the throat or main body of the filter where all of the wires attach. Unfortunately, the filter could neither be pulled into the lumen or pushed down into the lumen to redirect such that the hook would be available for capture. On one or two of the initial attempts pain was exacerbated. Ultimately, we were able to maneuver the filter into the lumen slightly more than the original position, however, the hook remains embedded or at least appears to be extraluminal or embedded in the wall. Ultimately it was decided further attempts would be likely detrimental to the patient and further attempts to remove or discontinue. Around, one year and nine months later, computed tomography of abdomen and pelvis without and with contrast was performed which showed there was an infrarenal inferior vena cava filter which was tipped to the right, with apex at the inferior end plate of l2. Some of the struts are external to the caval lumen and extend into the retroperitoneum and around the aorta. No associated hemorrhage. Around, one month later, attempted inferior vena cava filter removal was performed which showed findings of inferior vena cava filter embedded in inferior vena cava, unable to remove. Through the right internal jugular venous access was obtained by dr. Coleman using micropuncture set. A bentson wire was advanced to the inferior vena cava and subsequently venacavography was performed through a sheath. This demonstrated extra caval penetration of multiple secondary filter struts. Initial attempts to snare the filter were performed. Additionally, attempts at grasping the apex of the filter were attempted with 5.5 french biopsy forceps, also unsuccessful. Over an amplatz wire, the cook inferior vena cava filter retrieval sheath was removed and a 12x45 sheath advanced. Next, we attempted to capture the base of the apex using an omni flush catheter and exchange length glidewire. The tip of the glidewire was snared in the suprarenal inferior vena cava. Attempted to advance the sheath over the apex which was unsuccessful. Subsequently attempted to straighten the filter, but this caused further displacement of secondary and primary struts. This was abandoned. Attempted to capture the apex and additional time using the same sling technique which was also unsuccessful. Next, dr. Coleman obtained right femoral venous access. A bentson wire was advanced across the filter and a 12 mm balloon was inflated. Again, attempted to straighten the filter and capture the apex but this proved unsuccessful. Repeat cavography was performed to demonstrate no caval injury or stenosis. On the next day, the patient experienced back pain, unsuccessful attempt at endovascular extraction of indwelling inferior vena cava filter by way of right internal jugular and right femoral access using rigid biopsy forceps; inferior vena cava venogram (repeat); conversion to laparotomy, evacuation of right retroperitoneal hematoma, explantation of the existing inferior vena cava filter requiring focal intimectomy/endarterectomy with patch venoplasty of the inferior vena cava was performed for evidence of extracaval strut extrusion and strut fracture. In light of these complications, patient presented yesterday for an elective attempt at endovascular retrieval. While the fractured strut was successfully retrieved, the filter tilt and embedded apex precluded successful endovascular retrieval. Patient presents today for a second elective attempt at retrieval with the additional support of rigid endobronchial biopsy forceps with plans to convert for formal open explantation as necessary. Procedure details: patient's right neck and femoral access sites were prepped and draped in usual fashion. A 0.035 bentsen wire was advanced through the right femoral sheath into the supra-filter inferior vena cava over which an omniflush catheter was advanced into the proximal right common lilac vein. Venogram was performed that revealed patency of the filter-bearing inferior vena cava over without thrombus, patency of the renal veins and stability of the tilt, malpositioned fiiter. The internal jugular sheath was exchanged over an 0.035 amplatz wire for a 20fr x 45cm sheath, this positioned into the supra-filter inferior vena cava. The right femoral sheath was exchanged for a similar sheath which was positioned into the infra-filter inferior vena cava. Rigid biopsy forceps from the femoral sheath was used to grasp the everted legs and withdraw them into a position distal to the filter apex in an effort to straighten the filter. From the internal jugular approach, the proximal filter struts just below the apex could be grasped, but with tension the filter still could not be successfully straightened. We were unable to grasp the filter apex. Repeat venogram through the right femoral sheath revealed contrast extravasation. Although the patient remained normotensive with stable tachycardia throughout the case, the decision was made to abort endovascular attempts at retrieval and proceed with open explantation as previously discussed (and consented). Findings showed inferior vena cava filter perforation through inferior vena cava into peri-aortic tissue, large hematoma in the right retroperitoneum. The sheaths were exchanged shorter sheaths and infused with heparinized saline for patency throughout the remainder of the case. The retroperitoneum was packed with several laparotomy pads and the decision was made to approach the inferior vena cava to the aorta as the filter struts extended in this direction anyway. There were two visible struts extending through the retroperitoneum; these distal segments were cut with wire cutters. The filter apex was palpable, embedded within the wall of the infra-renal inferior vena cava. There was not clear venotomy present, but a mild ooze was appreciated from the caval sites of strut protrusion. It was suspected that this where extravasation occurred with strut manipulation. There were multiple struts visible outside of the inferior vena cava that encroached upon the aorta; there was dense scar tissue adherent to the inferior vena cava at this level that required additional dissection. With the inferior vena cava skeletonized and mobilized from the level of the renal veins to its bifurcation, the decision was made to clamp the infra-renal inferior vena cava and retrieve the remaining filter. A soft-jaw fogarty clamp was used to control the inferior vena cava just below the renal veins. The terminal inferior vena cava was then controlled just proximal to the bifurcation. The patient demonstrated transient hypotension that resolved with fluid resuscitation. A longitudinal venotomy was performed sharply along the anterior course of the inferior vena cava over the retained filter. This was extended with potts scissors. The filter apex was densely adherent to the vessel wall and focal sharp intimectomy/endarterectomy was performed to remove. With the apex grasped, the filter was extracted easily with visible retrieval of all remaining struts and fragments. Patient tolerated the procedure well without obvious acute complication. Patient extubated and transferred to the surgical intensive care unit for ongoing resuscitation in light of persistent tachycardia. Therefore, the investigation is confirmed for filter migration, filter tilt, perforation of the inferior vena cava (ivc), filter limb detachment, and retrieval difficulties. Per medical records, multiple attempts were made to engage the apex of the filter using snare, and forceps but were unsuccessful due to filter tilt, and embedment. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The current instructions for use states: warnings: - filter fractures are a known complication of vena cava filters. - movement, migration or tilt of the filter are known complications of vena cava filters. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - filter fractures are a known complication of vena cava filters - perforation or other acute or chronic damage of the ivc wall - filter tilt - filter malposition h10: b5, b6, b7, g3, h6(patient) h11: g1, h6(method, result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient was to undergo gastric bypass surgery and would not be able to receive anticoagulation during the perioperative period, therefore, vena cava filter placement was indicated. Using standard micropuncture technique, access was gained to the right internal jugular vein. A venacavagram identified the level of inflow from the renal veins and no evidence of thrombus or caval anomalies. The filter was deployed with its tip at the inferior aspect of the inflow from the lowest right renal vein. Spot images demonstrated a fully deployed infrarenal ivc filter. Manual pressure was applied until hemostasis was obtained. The patient tolerated the procedure well without immediate complications. Approximately one week post filter deployment, the patient presented to the emergency department with back pain. A CT scan demonstrated the filter with several limbs extending beyond the confines of the ivc wall and possibly compressing a nerve. The filter was also found to have migrated distally and tilted with the hook embedded in the caval wall. The patient was scheduled for a filter retrieval procedure. Using standard micropuncture technique, access was gained to the jugular vein. A venacavagram demonstrated the filter with the hook embedded in the caval wall and several limbs extending beyond the confines of the ivc wall. Initial attempts to retrieve the filter using routine maneuvers were unsuccessful. Secondary attempts made using multiple snares were unsuccessful. An angioplasty balloon catheter was unsuccessful in dislodging the filter hook from the caval wall. Subsequent attempts to retrieve the filter using several different catheter types were also unsuccessful. Several venacavagrams were performed to ensure no caval tear or rupture had occurred. The filter was maneuvered into the lumen slightly more than the original position; however, the hook remained embedded into the caval wall. It was suspected that the tip may be lodged in the entrance to the gonadal vein; however, this location could not be confirmed. The decision was made to conclude the procedure. There were no complications. Vascular surgery was consulted and concurred that the filter should be left in place as it was providing some protection. Of note, the patient¿s back pain had disappeared; however, it was uncertain if that was due to slight manipulation of the filter or due to the preprocedural sedation drugs. Approximately one year ten months post filter deployment, the patient presented for a second filter retrieval procedure. An attempt at endovascular extraction of the filter via the right internal jugular vein and right femoral vein, successful retrieval of a detached filter limb and balloon angioplasty of the ivc was performed. Image/photo review: as medical images and photos were not provided, a review could not be performed. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. A vena cava filter was successfully deployed. One week post filter deployment, a CT scan demonstrated the filter with several limbs extending beyond the confines of the ivc wall. The filter was also found to have migrated distally and tilted with the hook embedded in the caval wall. Multiple attempts were made using different techniques; however, the filter was not retrieved. One year and ten months post filter deployment, another retrieval attempt was made. A detached filter limb was retrieved, the filter remained implanted. Based on the medical records, the investigation is confirmed for migration of the filter, a tilted filter, perforation of the ivc wall, detachments of a filter limb, and difficulties removing the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - filter fractures are a known complication of vena cava filters. - movement, migration or tilt of the filter are known complications of vena cava filters. - perforation or other acute or chronic damage of the ivc wall. - filter tilt. - filter malposition. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Medical records were received and reviewed. Approximately one week post vena cava filter deployment, the patient presented with back pain and the filter was found to have distally migrated and tilted with the hook embedded in the caval wall and several limbs were extending beyond the confines of the ivc wall. A filter retrieval procedure was performed; however, despite multiple attempts made using multiple devices, the filter was unable to be retrieved. There were no complications. Approximately one year ten months post filter deployment, a second filter retrieval procedure was performed. A detached limb (location not provided) was successfully retrieved. There were no complications. No additional information surrounding this event was provided in the medical records received.